Event description:
There is a design flaw with the optima xr220amx. This portable x-ray unit is manufactured by ge. The power distribution system has a flaw causing the batteries to fail within 10 months. This causes a safety concern since the device can fail at any time, and in any position. This potentially can fail while being used on a patient. I have two brand new devices and both of them have shown these symptoms. Manufacturer response for portable x-ray, ge optima (per site reporter): the manufacturer attempted to create an upgrade to rectify the issue. The upgrade did not help.